Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2018 with the following findings during investigation, the -black box shows evidence of unexplained pump reboot events on (B)(6) 2018. The battery compartment and cap are undamaged and able to fit. The cap contacts measurements were within specification. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. Unable to duplicate ¿intermittent power¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the printed circuit board.